Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Reoperation was not required.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted that the switch was bowed and there were cracked solder joints on the switch. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. A malfunctioning switch is the result of several variables including: improper solder operation at the vendor location, bowed switch, improper assembly of the sealed switch to the mma board at the vendor location, and/or improper soldering during assembly. The product analysis established a relationship between a device failure and the reported incident of uncontrolled articulation. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for the second firing for esophagectomy, the nurse connected reload to adapter and checked the black release button was in the load position normally. The surgeon tried to approach to esophagus; however the device suddenly started the calibration within the chest cavity and the jaws were articulated to left and right side. They replaced the handle and adapter, used the original battery, connected the original reload and the firing was completed with no problem. Current patient status is with no problem. No patient adverse events were reported. Reoperation was required due to the issue.